Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while drilling, the radiolucent drive made an abnormal noise and ran idle. This resulted in a thirty minute delay in the procedure. There was no reported patient harm and no residue in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the coupling head is loose and not fixated within the gear. Also visible on the coupling head are traces of a plier. It looks that someone heckled the coupling head and then the coupling head came out of the gear. This is misuse. Conclusion: the device was misused by the operator.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.